Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: medtronic - zinger light guidewire (d - 0.014in., l -180 cm) , guide cath: asahi-intecc zenyte 6f jl3.5. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient presented in stable condition, with an 80% stenosed lesion in the mildly tortuous distal anterior interventricular artery. A 6fr non-abbott guiding catheter was positioned in the left coronary artery and a 0.14 inch, 180cm non-abbott guide wire was advanced past the lesion. The lesion was not pre-dilated. While advancing a 2.25x28mm mini vision rx stent delivery system (sds) toward the lesion, the mini vision sds became entangled with a previously deployed stent in the proximal vessel area. An attempt was made to retract the mini vision system, along with the guiding catheter and guide wire as a single unit, by applying slow traction when an abruption (separation) of the distal part of the stent occurred. The stent remains inside of patient anatomy. Despite abstraction (retrieval) attempts and reanimation (resuscitation) attempts, the patient expired. During prosection (autopsy) performed the following day, fragments of the delivery system and stent were removed. No additional information was provided.

Manufacturer narrative:
(B)(4). Despite cardiopulmonary resuscitation (CPR) attempts, the patient expired. The main cause of death was acute myocardial infarction, secondary to stent thrombosis. In the opinion of the physician, shaft separation was the direct cause of the thrombosis, despite further stenting of this vessel area, and the small wire structures of the shaft (only visible at autopsy) were likely the reason for thrombosis and further myocardial infarction. During the autopsy, further damage (device fragmenting) was observed and reportedly resulted from the autopsy. The removed fragments of the delivery system consisted of the separated distal shaft, balloon, and stent fragments. No additional information was provided. Evaluation summary: a cine was received and reviewed by an abbott vascular clinical specialist who concluded the following: it cannot be determined for certain but it appears that the mini vision became trapped in the tight focal ring within an angled segment in the proximal vessel. During pullback, the catheter separated resulting in a stent and catheter fragment being retained in the proximal lad and extending back into the left main. Separated segment is treated with balloon inflations to crush the stent. Multiple long stents are deployed to treat the distal lesion and are overlapped to cover the entire mid to proximal lad and extend to cover the left main. Stented segments appear to include the dislodged stent and the entire catheter fragment. The distal separated portion of the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported entrapment was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the 2.25x28mm mini vision rx stent delivery system (sds) was advanced without difficulty through a stent that had been implanted in the proximal vessel area earlier during the same procedure. It should be noted that the multi-link mini vision rx and otw coronary stent system instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Additionally, during the attempt to position the 2.25x28mm mini vision rx sds, prior to stent implantation, the stent became stuck in the proximal front interventricular artery (fiva) and slow traction was applied (along with the guiding catheter and guide wire as a single unit) when the distal shaft separated. It should be noted that the multi-link mini vision rx and otw coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. The reported patient effects of ischemia, myocardial infarction, thrombosis and death are listed in the multi-link mini vision rx and otw coronary stent system instructions for use (IFU) as a known patient effects of coronary stenting procedures. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The reported difficulties possibly contributed to the reported patient effects, however, conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed report, additional, relevant information was received, resulting in the below revised case description: it was reported that on (B)(6) 2016, the patient presented in stable condition, with an 80% stenosed lesion in the mildly tortuous distal anterior interventricular artery. A 6fr non-abbott guiding catheter was positioned in the left coronary artery and a 0.14 inch, 180cm non-abbott guide wire was advanced past the lesion. The lesion was not pre-dilated. A 2.25x28mm mini vision rx stent delivery system (sds) was advanced without difficulty through a stent that had been implanted in the proximal vessel area earlier during the same procedure. There was no damage caused to the previously implanted stent. During the attempt to position the 2.25x28mm mini vision rx sds, prior to stent implantation, the stent became stuck in the proximal front interventricular artery (fiva) and slow traction was applied (along with the guiding catheter and guide wire as a single unit) when the distal shaft separated; not the stent implant itself. Retrieval attempts were made via percutaneous transluminal intervention and resulted in further damage (fragmenting) of the separated portion of the 2.25x28mm mini vision rx sds. After failed retrieval attempts, the detached distal shaft was stented against the vessel wall to restore blood flow, but resulted in thrombosis in this stented area.